Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that after initial set up when inserting cassette the system was freezing. Cassette was exchanged, but this did not resolve the issue. The procedure was initiated and completed using an alternate system. There was no patient involvement. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the software was reinstalled as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 28, 2012. Based on qa assessment, the product met specifications at the time of release. The system exhibited no functional issues. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (b4).